Event description:
The customer called to report that she was hospitalized after being in a car accident. The customer lost her insulin pump after the incident. Advised the customer to report the lost insulin pump to her insurance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.